Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation. Visual evaluation was performed, DHR review was completed for the subject lot number 2020012018. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020012018 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening the customer did not submit images for the reported event. Based on the investigation risk management file review as per rm-002p3, the most likely root cause determined from the investigation was screw/product not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided; a3: gender unknown / not provided; a4: patient weight unknown / not provided; b3: date of event unknown / not provided; e1: email unknown / not provided.

Event description:
It was reported that screw keeps loosening on abutment.